Event description:
A system operator reports a pt was overcorrected following lasik refractive surgery on both eyes. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2008-00105. Pt records were received and indicated the right eye was overcorrected by +1.00 diopter at 2 months post-op. This eye also experienced a 1 line decrease in bcva, however the records also indicate ucva in the right eye improved from 20/cf to 20/15. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed to FDA on: 06/13/2008. .